Manufacturer narrative:
The device was returned and the customer's report was observed and attributed to the language software on the main board was corrupt. The main board was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.